Manufacturer narrative:
(B)(4). The vyaire failure analysis lab received the suspected device/component and performed a failure investigation. The reported issue was duplicated in the laboratory setting. The root cause of this reported issue was due to a failed transducer communication alarm (tca) causing the circuit occlusion, extended high ppeak and vent inop alarms.

Event description:
The customer reported that while installing a gas delivery engine (gde) on the avea ventilator, it was alarming invalid configuration bad calibration and fcv pneumatics module ftc. The customer stated there was no patient involvement associated with this event. After receiving the failure analysis investigation report it stated the gde was alarming circuit occlusion, extended ppeak and vent inop.